Event description:
It was reported that the patient never had therapeutic effect. It stated that ¿they were 2 months out and it was pretty rough right now.¿ the patient had ups and downs and had two probes implanted, left and right. Results had not been very good but the patient had been able to cut down on sinemet by about (B)(6) but they were looking for continued help. Patient had been given 4 programs to work with and they were unsure what side they were dealing with. The diagram was very ambiguous. The patient had received training and the patient felt the programmer manual was ambiguous and had not been clear on left/right side of body settings, it was hard to determine from page 69 and the two battery icon were similar, wanted clarity. The diagram had seemed very simple but somehow the healthcare professional, patient¿s wife and patient were on different pages. The patient had two icons that showed battery and wanted clarification on which is for the stimulator battery and which was for the programmer battery. The stimulator battery was at 3.03v. The most unclear part was the left/right side of the body consideration and when someone wanted to change a parameter and was trying to dial it in and was not sure. The patient had advanced setup and had tried mode a and b and then ended up on c. The patient had always had a higher setting on the right and a lower setting on the left. The patient had made a couple of adjustments and when they went back all of a sudden it was flipped or reversed. A and b had been the same on both sides and c was supposed to be heavy on the right side and d was supposed to be heavy on the left side. A week prior to the date of this report the programmer was used and it had shown that the higher number was on the left and the lower number was on the right. Patient was always at 1.6v on the left and 2.4v on the right but these were switched when they had checked. For 6 weeks following implant the patient had been running lower on the left and higher on the right so they did not know if somehow they had just been writing it down wrong or if something like welding equipment could have moved it. The patient had a call into their healthcare professional to determine what the right and left side meant. The patient had been increasing in different modes and it had seemed to be reversed from what the healthcare professional was telling the patient the programming was. The issue with the settings had begun a couple of days prior to the date of this report when the patient had changed to mode c. The patient was not feeling well from the deep brain stimulator, it was the effect from changing settings. The voltage on the left side was raising the probe on the right. It was noted that it had taken 2 hours for the patient to feel the change and then 2-3 days to see any progress from the change. The patient had all the other symptoms but did not have tremors so it was not as fast of a change in observable state when making program changes. It was noted that the operation was 5.5 hours and the patient was awake. The patient¿s wife was keeping very good notes. The patient did not change it every day and had been going a little too fast and was told to wait 3 days by his healthcare professional. The patient had more slowness. Education on patient programmer had resolved the reported issue. Patient outcome was not provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0kq70, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0kq70, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the programming was not where the patient wanted it to be. After implant he felt better right away, but a couple of months after implant he was not feeling as well as he thought he should. He mentioned that he had been able to have his medications cut in more than half and would be working with the programmer in making adjustments to the settings.